Event description:
I got mentor smooth saline breast implants on (B)(6) 2002. By 2009 I had started developing health problems including, numbness and tingling in my arms, hands and feet, hair loss, neck pain, burning sensation in my shoulder blade area, enlarged lymph nodes, breast pain, heart palpitations, extreme fatigue, joint pain, headaches, dizziness, which have progressively increased over the years. I¿ve had many doctors' appointments to assess different problems at different times as they all didn't occur at once. There hasn't been an actual medical diagnosis for most of it; seems to be unexplained medical problems.